Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: altrx +4 10d 36idx54od; s-rom m head 36mm +3; unknown hip femoral stem; unknown hip acetabular cup. Initial reporter occupation: non-healthcare professional ¿ attorney.

Event description:
Ppf and implant records received. Ppf alleges dislocation with closed reduction and elevated metal ions. There were no medical records or laboratory result provided. First revision is captured under (B)(4) for the right hip. Stem was added to the pc of the first revision due to elevated metal ion. Doi: (B)(6) 2012; dor: unknown; (right hip).

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.